Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use, upon deflation, the endobronch tube cuff's lumen presented as though the cuff was deflated even though it had not deflated enough. There was still too much air in the cuff despite the lumen being completely collapsed. The clinician tried a 10ml syringe and then a 2 ml syringe but this did not make a difference. There was no patient involvement.

Manufacturer narrative:
One sample was returned for evaluation contained in its original opened pack. Visual examination showed that the shape of the tubing had been altered using the stylet wire and the tracheal cuff was stretched over the tracheal cuff notches. The style wire was removed from the tubing and air was removed from cuff body. The stylet wire was replaced in the tubing and the returned unit was inflated. The returned unit inflated, however, an attempt made to deflate the returned unit failed. The stylet wire was removed from the tubing and air was removed from the tracheal cuff. The returned unit re-inflated without any issue. The returned unit was then deflated without any restriction noted. The returned unit was inflated and deflated three times without the stylet wire and no issue was noted. The reported defect could only be detected when the stylet wire is contained in the tubing. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.